Manufacturer narrative:
MFR received date: 01 sep 2019. The device was evaluated by the field service engineer who confirmed the reported issue. The field service engineer replaced the touchscreen assembly, the battery, and cpu cover due to the cover being damaged. The defective touchscreen was received for evaluation. The touchscreen had cracked and shattered glass upon arrival and no additional testing was required due to the damage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
Customer states that unit was found in office and needed the touchscreen replaced. The customer reported there was no patient involvement.